Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted and, therefore, was not available for direct analysis by gore. It should be noted the gore® excluder® aaa endoprosthesis instructions for use (IFU) states ¿adverse events that may occur and/or require intervention include, but are not limited to, endoleak.¿

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, follow-up examination reportedly revealed a proximal type I endoleak. The cause of the endoleak was unknown. On (B)(6) 2021, a reintervention procedure was performed whereby an additional gore® excluder® component was implanted proximally to treat the type I endoleak. The endoleak was resolved and the patient tolerated the procedure.